Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced an insulin flow block alarm on (B)(6)2024 and the blockage was located at the tubing. No further information available.